Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2012, was chosen as a best estimate based on the date of the mesh was implanted. Initial reporter health professional: this event was reported by the patient's legal representation. The implanting surgeon is: dr. (B)(6). (B)(6) hospital. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during a vaginal hysterectomy and obtryx transobturator sling placement procedure performed on (B)(6) 2012. As reported by the patient's attorney, the patient has experienced an unspecified injury.